Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -6.5 diopter, in the patient's left eye (os) and the lens would not unfold correctly. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted with no problem.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).